Event description:
It was reported that the pin close to the tip of the instrument was broken during the procedure. No pt complications were reported.

Manufacturer narrative:
(B) (4): device was not returned to the MFR for eval. Submitted pictures reviewed. The upper shaft appears to be broken off from the center of the pivot pin forward. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.